Event description:
On the initial report received by aso on 03/04/2025, the consumer stated that the product caused her an adverse reaction and burned her chest. On the completed consumer information report (cir) received on 03/17/2025, the consumer reported requiring medical treatment following use of the product. The consumer stated that she applied the bandage to cover a scratch on her upper left chest. The consumer went to the doctor and was treated for an allergic reaction to the product and adhesive. As per the direction of her doctor, she applied topicals to help with burning, itching, and healing. The consumer stated that the symptoms did not correct after she stopped using the product. The itching and burning did not stop, and she sought medical attention. In addition, the consumer stated that the issue was with both the pad and tape area. .

Manufacturer narrative:
As of 04/11/2025 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.